Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The physician elected to performed a revision procedure to replace the rv lead. Prior to revision the device was tested and normal shock impedances were observed in rv coil to device configuration but no other. Upon opening the pocket and testing the lead connection it was found that the df1+ terminal was not properly seated in the device header. The lead was partially uncovered and no issues were observed; it was then reconnected to the device and secured. Subsequent measurements were within normal limits and successful defibrillation threshold (dft) testing was performed. No adverse patient effects were reported. This system remains in service.